Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing a syncopal event. A review of the patient¿s remote monitoring data noted the patient is frequently experiencing atrial fibrillation (af). There was an alert for right atrial automatic threshold (raat) as a successful threshold test has not been able to be performed due to the arrhythmia. Atrial tachycardia response (atr) episodes are present and there have been some higher pacing impedance measurements in the past. The lead remains in unipolar configuration and current impedance measurements have been stable. No adverse patient effects were reported.